Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
An advocate reported that the customer obtained blood glucose reading of 14 mg/dl at 8:27 a.m., and 110 mg/dl at 8:29 a.m. On the contour meter. The customer did not presented symptoms of hypoglycemia. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour meter for evaluation. No test strips were retuned. Therefore, the contour test strips from lot # 0hj3b02c were used for in-house testing as the suspected lot of test strips i.e. Lot # 8mj3b01b expired in dec-2020. The returned meter was tested with the in-house test strips using a blood sample, which gave a satisfactory performance. Additionally, a device history record was reviewed for the suspected contour meter and no manufacturing anomalies.